Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue that did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This ipg serial number was included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report #s 1627487-2011-06086 and 1627487-2011-06088. The pt received an scs system including an ipg on (B)(6) 2010. It was reported that the pt developed a wound infection at the ipg pocket following the recent relocation of the ipg from the left buttock to the left abdomen. The aforementioned surgical procedure was undertaken to resolve discomfort reportedly experienced by the pt. A culture was taken, but no abnormalities were found. The pt's scs system was explanted, and she is being treated by intravenous antibiotics.